Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted. When the leads were attached to the device, the device did not start pacing. The leads were tested again with the pacing system analyzer (psa) and confirmed to be functioning appropriately. The leads were attached to the device a second time but again the device did not start pacing. The physician elected to remove the device and replace it. The patient has an intrinsic escape rhythm so there were no adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory found that the auto lead detect status was ¿false¿ indicating the device never detected in-range lead impedance measurements. Detection of in-range impedance measurements is required in order for the device to exit storage mode and initiate pacing. It was reported from the field that the implanted leads operated as expected when tested with a pacing system analyzer. It is possible there was a lead-to-device connection issue that resulted in sub-optimal impedance measurements and the observed lack of pacing.